Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) and left ventricular (lv) lead exhibited decreased pacing impedance measurements of 300 ohms. Additionally, decreased r-wave measurements and storage of inappropriate ventricular tachycardia (vt) episodes were noted due to double counting. An x-ray was performed and revealed that the rv and lv leads had dislodged into the right atrium. A revision procedure was performed. The leads were successfully repositioned. Approximately one week later, the lv lead again dislodged into the right atrium. During an attempt to reposition the lead, the lead was noted to have a gritty feeling while advancing over the guidewire. The lead was explanted and replaced. No additional adverse patient effects were reported.